Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual evaluation noted 1 opened intermittent catheter with no packaging was received. No burrs or nicks were noted. Lubricity was unable to be tested as sample was previously opened. A potential root cause for this failure could be manufacturing operator error. It was unknown if the product was used for treatment/diagnosis. It was unknown whether the product had caused the reported failure. Unable to perform a DHR review since the lot number was not provided. The investigation is concluded, and no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The actual/suspected device was inspected.

Event description:
It was reported that the patient was having trouble getting the intermittent catheter to work. Stated that customer thought it was the coating on the catheter, that was not letting the patient to insert. Per form received with return sample on 13jan2022, it was stated that the prescription of 200 catheters 3 of 8 was not usable due to malfunctioning bydrophic coating. And patient experienced irritation and bleeding in the urethra. No medical intervention was reported.

Event description:
It was reported that the patient was having trouble getting the intermittent catheter to work. Stated that customer thought it was the coating on the catheter, that was not letting the patient to insert.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.